Manufacturer narrative:
Concomitant medical products: unegiatri - unknown egia tri staple., lot# p2f0340 unknown egia su - unknown endo gia sulu, lot# unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric procedure, on the greater curvature of the stomach, the surgeon could pressed the green button. However, the handle could not be squeezed. The device did not fire. To resolve the issue, another handle was used. There was no patient injury.